Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two device evaluations are expected, but not yet completed. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. One reported event had no patient involvement; no patient impact. One reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; the event of leaking was not duplicated. Two devices were found to be within specification for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. One reported event had no patient involvement; no patient impact. One reported events had no known patient involvement or patient impact.